Event description:
It was reported to philips that the device was not powering on despite having a fully charged battery installed. The customer requested that the device be returned for bench repair. There was no patient involvement.